Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this lead was a case of an attempted implant. Additional information the implanting physician perforated the subclavian vessel and was found when trying to advanced the lead. The patient started to feel pain and the physician did a venogram and noted the perforation of the vessel. The lead was never in service. No additional adverse patient effects were reported.